Event description:
It was reported that (1) device was used during a thoracotomy. It was reported by the rep that the tlc75 was difficult to open. When it was put together, the pin fell out and into the pt. Radiology was called into surgery causing a delayed or time (not recorded). Another tlc75 instrument was used to complete the case. The original device was not used on the pt. The device is not being returned and the hospital has kept the device.